Event description:
The cordless driver 3 was sent for evaluation due to overheating. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress: additional information will be submitted once the quality investigation is completed.